Event description:
It was reported that this pacemaker was suspected of premature battery depletion. On (B)(6) 2019 battery longevity was shown to be at seven years remaining. During the next follow up in (B)(6) 2019 battery longevity was shown to be at five years. During the most recent follow up on (B)(6) 2020 the device longevity was shown to be at three and a half years. A request was made to have data from this device analyzed. At this time this device analysis is currently in progress but is not yet completed. With the information that has been provided this device is still implanted and in service. No adverse patient effects were reported. The patient was indicated to be 100% ventricle pacing dependent. Based on remote monitoring data thresholds appeared to be within programmed parameters. Should additional information become available on the outcome of this event, a follow up report will be submitted.